Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred, the procedure completion was unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movement was unavailable. The system log file was reviewed, which confirmed the amc drive failure at startup. Upon troubleshooting actions, fse identified the defect with advanced motion controls (amc) drive. Fse updated and calibrated the software, checked movements after replacement of amc. The issue reoccurred and to resolve the issue, rse replaced the power supply unit. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand transverse movement become unavailable, patient positioning can also be achieved via table movements. Therefore, the loss of motorized lateral of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's motorized movements failed. No harm was reported to philips. Philips has started an investigation of this complaint.